Manufacturer narrative:
Capsule contracture was reported as the reason for explantation.

Event description:
Capsule contracture.

Event description:
Capsule contracture

Manufacturer narrative:
Capsule contracture was reported. Not explanted.update/correction to sections b1, b2, b4, d6b, g3, g6, h2 and h10.

Manufacturer narrative:
Capsule contracture was reported as the reason for explantation.

Event description:
Capsule contracture.

Event description:
Capsule contracture.

Manufacturer narrative:
Capsule contracture was reported. Not explanted.